Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a possible broken sensor wire. Ten days after removing her sensor, pt felt unexplainable pain at the insertion site and wondered if the wire may have broken off. Pt stated that the sensor had looked "pretty normal" after removal. Pt reported no bruising or irritation. During a f/u call on (B)(6) 2011, pt clarified that she never saw a broken wire at the site or noticed that the wire appeared shorter. Pt experienced some sharp pain on and off, but it had since gone away. Dexcom technical support made another f/u call on (B)(6) 2011. Pt reported that she was unable to confirm whether the wire was under the skin. No medical intervention was required, and pt experienced no problems since the incident.